Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving three separate products; associated with mdrs #1225714-2013-01775, 01776, 1225714-2014-01085, 01086, 2937457-2014-00499 and 00500.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011, after the use of the product.